Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that previously, far-field oversensing was noted on the atrial channel. Four months later, the right atrial (ra) lead was surgically abandoned due to continued issues with oversensing as a result from noise. High threshold and pacing impedance measurements were also observed. The field representative was contacted and was not aware of the root cause, just that the lead was replaced. No additional adverse patient effects were reported. The lead will not be returned.